Manufacturer narrative:
Philips service realigned the cable and calibrated the table tilt, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray was disabled and table movement was limited due to cable misalignment on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.